Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "swollen lymph nodes".

Event description:
Patient reported right side "pain and swollen lymph nodes" and "exchange from textured to smooth due to the patient concern with the product." Patient reported fatigue which was determined not to be device-related. Device remains implanted.